Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manu report number 1627487-2019-11417. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 2, 3 and 4. Reprogramming was done to no avail. Surgical intervention may take place to address the issue. It is unknown which lead recorded high impedances and both are being reported.

Manufacturer narrative:
(B)(4). The report event of high impedances was confirmed. As received, the returned lead found some kinks on the outer tubing and all internal wires were broken in three sections 41cm from terminal end. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information received identified that to address the issue, the lead with the high impedance was explanted. Effective therapy was restored post operatively.